Manufacturer narrative:
The manufacturer completed a DHR review and sent the results. During the manufacturing of the lot, no anomalies were recorded. Direct skin contacting materials were tested based on iso 10993 for cytotoxicity, skin irriation, and skin sensitization. Biocompatibility report states materials are on-cytotoxic, non-irritating, and non-sensitizing.

Event description:
Patient reported skin irritation in the form of general redness; blisters/welts while utilizing the electrode. There is a report that the patient sought medical treatment. There is no report that patient treated with prescription medication. There is a report that the patient was treated with an over-the counter medication. There is a report that the patient took a break in service and/or discontinued the service. There is a report that the patient did follow the instructions for skin prep.